Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for bolero device with similar fault description (battery fell of the device) we have been able to establish that this appears to be an isolated event, there is no complaint trend with this part nor with this failure mode. It has been indicative that when the event occurred, device did not meet its specifications and in that way was contributed to the event. The bolero device was directly involved with the reported incident but was not being used for treatment or diagnosis of the patient. We have not been able to find any contributing manufacturing anomalies. From our evaluation it appears that the initial cause of the incident where battery fell off the device was most likely caused by damage of the battery holder. Those kinds of damage can be caused by broadly defined misuse such as wrong way of fitting the battery or taking it off the lift or as a result of user not following instruction given in instruction for use. When the IFU would have been followed, the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint as reportable to the component authorities in abundance of caution.